Event description:
It was reported that damage to the pump housing caused difficulty in removing the cartridge. There was no adverse impact to the customer's blood glucose level. The customer continued to use pump for insulin therapy.